Event description:
Boston scientific crm received information that, during an implant procedure, difficulty was encountered placing this lead. While the tricuspid valve was being crossed, the lead became stuck and could not be freed. The physician believed the lead was likely caught on a valve. Loss of capture and low sensing was observed.

Manufacturer narrative:
The stuck lead was left implanted and capped. A replacement lead was implanted. No further adverse patient effects were reported. No further information is available. This report will be updated and resubmitted if additional information becomes available.